Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in shock lead impedances to high, out of range values due to suspected calcification. The rv lead remains in service at this time. Additional information has been received mentioning that the patient no longer needs tachy therapy due to ejection fraction improvement. The patient has never received a shock from this device or the previous one. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in shock lead impedances to high, out of range values. The rv lead remains in service at this time. No adverse patient effects were reported.